Manufacturer narrative:
The components were revised for subluxation and high metal ion concentration. The surgical report indicates that multiple surgical factors could have contributed to the need for revision, namely acetabular impingement on a bony spur and suboptimal shell positioning. These factors are supported by the observations made on the retrieved components.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Expiration date: unknown; implant date: unknown; manufacture date: unknown. This is 2 of 2 MDR reports submitted for the same event. (Also see: 3002806535-2013-00017)

Event description:
It was reported that patient underwent primary hip surgery on an unknown date. Revision procedure was performed on (B)(6) 2013 allegedly due to pain, a feeling of subluxation and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.